Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Second potential lot # 180320; expiration date- 28feb2021; device manufacture date- 02mar2018. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet for both potential product code/lot number combinations was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the capiox purge line on top of the oxygenator was coming out of the port. The device was changed out. The event occurred during setup, there was no delay with the procedure. The surgery was completed successfully. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. It was initially reported the device was available; however, it was confirmed that the actual sample was no longer available for investigation. Therefore, sections d10 and h3 have been updated. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A photograph was provided and reviewed; confirming the customer's observation. From the photo; however, it is difficult to know the configuration of the fracture of the purge line tube, including the state of the surface of the fracture cross-section. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off. Do not use an oxygenator that leaks. Based on the provided information and investigation results, it is likely that the actual sample was exposed to excessive shock force during transportation, storage or the actual use, resulting in the reported breakage at the base of the purge line tube. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.